Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the hemostasis valve. A non-abbott rf needle (japan lifeline manufacture) was inserted into the sheath and transseptal puncture was performed. A non abbott (pentaray j&j manufacture) was then inserted into the sheath and the mapping was performed and a blood leak was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.